Event description:
It was reported to philips that the system would not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to power on. Upon troubleshooting fse found that f12 fuse burnt when the system was powering on and there was defect in nc ((collimator/user interface) power supply. To resolve the issue, fse replaced the nc power supply. The defective component was returned to philips for analysis and cause of the failure could not be conclusively determined by the supplier¿s analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.